Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Only the used viscous fluidics control (vfc) small parts tray was returned and visually inspected. The 25 gauze, 23 gauze, 20 gauze vfc cannula needle and smpt were found to be in condition. The 23 gauze vfc cannula needle was tested with the vfc tubing set and 10ml syringe from lab stock. The vfc tubing set from lab stock was tested using a calibrated console. The light emitting diode rings on the console turned green as the gray connector was engaged to the console indicating the proper communication between the connector and the console. Utilizing 80 pound-force per square inch (psi) pressure in injection mode, the sample could expel the amount of 8.1 cubic centimeter /minute (cc/min) silicone oil with the 23 gauze cannula. At 600 milli meter mercury (hg) vacuum in extracted mode, the amount of 0.4 cc/min silicone oil could be aspirated to the syringe barrel with the 23 gauze cannula. The plunger performed smoothly; radio frequency identification connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. No air leak occurred from the sample during testing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that when injecting silicone oil during vitrectomy and silicone oil replacement surgery, needle was connected and injection began, but after approximately 5 minutes, the needle was released from the syringe. It was then tightened and released again. Needle was then reconnected and again disconnected. It was observed that when the injection began, the needle rotated and then released. The surgery was completed on the same day. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).